Manufacturer narrative:
(B)(4) date of initial report : 3/16/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there were small pieces of thread falling off the sponges into the sterile field. They removed these and opened the second package with the same lot# and the same issue was occurring. The sponge remained intact. Not every sponge in every pack is shredding about half in the pack. No patient injury reported.